Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis to high blood glucose on (B)(6) 2018, with blood glucose 900 mg/dl. The customer¿s blood glucose level was 900 mg/dl at time of incident and current blood glucose level was 154 mg/dl. The customer was treated with insulin injections. The customer symptoms such as nausea, vomiting, abdominal pain and difficult breathing. The customer does not allege pump was under delivering. It was reported that they had performed high pressure test and was passed. The customer was advised the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.